Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the pacemaker was showing premature battery depletion. As of (B)(6) 2017, the remaining time showed 8.5yrs, but on the following visit on (B)(6) 2018, the battery was showing a remaining time of 4.5 years. At that time prior to attending clinic on (B)(6) 2018, the patient had been in an atrial arrhythmia for the month prior which was a new onset. When the device was checked on (B)(6) 2019, the battery was still showing a remaining time of 4.5years. It was recommended the device be reprogrammed, and the patient will continue to be closely monitored. No adverse patient effects have been reported.